Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
Patient reported experiencing an infection, inflammation, light sensitivity and redness in both eyes while using renu with moistureloc multi-purpose solution. When her symptoms began she was not able to wear her contact lenses and was wearing prescription sunglasses instead. According to the physician, the patient was diagnosed with uveitis and contact lens associated redness in both eyes. There was no infection present. She was subsequently prescribed vigamox, the following day, the patient was seen by another physician at the same facility and was also prescribed pred forte. The next day, the patient had a follow-up appointment. No information was available regarding this visit. The patient was seen two weeks later and her condition resolved. Medications were discontinued. The physician attributed the event to contact lens wear non-compliance and indicated that it was not related a specific product. The bottle and lenses used at the time of the event were discarded.